Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed system errors via the programmer error logs. Analysis also confirmed left keyboard hinge was broken. Analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. System fan was noisy. Product ID 229047 analyzer. (B)(4)

Event description:
It was reported the keyboard hinges have broken. Also, programmer previously shut down due to "severe errors" resulting in a black screen. The programmer was returned for repair. There was no patient involvement indicated.